Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced high blood glucose level of 600 mg/dl and was taken to the hospital on (B)(6) 2024. At the time of hospitalization, the patient was treated with insulin pump for high blood glucose level. During hospitalization, the patient had symptoms like vomitting. No further information available.

Manufacturer narrative:
E1: (B)(6).